Event description:
An alarm issue was reported with the adc device in use of an unknown phone with android operating system version 11. It was reported that the low glucose alarm failed to sound, was unable to obtain readings and receive glucose alarms. As a result, customer experienced "lost muscle control" and was unable to self-treat. Customer had contact with a non-healthcare professional third-party (husband) who provided "3 glucose tablet 50grams fast acting carbohydrates" as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and a follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. The user reported missing low glucose alarm. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. The sensor was found to be in sensor state 6 (indicating early termination) .sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Visual inspection was performed on the sensor tail, no failure modes were observed. The sensor was activated with a known good reader. Linearity test was performed and a low glucose alarm did not trigger. Further investigation was conducted, where a visual inspection was performed on the returned sensor puck using a microscope and no evidence of poor solder, damage, contamination or any other abnormalities were observed. A source measurement unit (smu) test was executed to assess the functionality of the puck and verify the accuracy of its readings. It was observed that the puck transitioned to state 4 (active paired), indicating that it had entered a normal operational mode and was fully functional. The puck¿s electrical currents were measured and were found to be within specification, confirming the absence of accuracy issues. Additionally, a ble (bluetooth low energy) functionality test was performed to ensure the puck¿s ble communication system was operating as intended and the results indicated that the puck's ble module was fully functional. The investigation revealed that the absence of a low glucose alarm during linearity testing was due to the testing method not being effective in allowing the test to run as intended. This issue was resolved by changing the test methodologies. The customer¿s reported issue is therefore not confirmed as the returned sensor passed all testing and no evidence of a product malfunction was observed during the investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use of an unknown phone with android operating system version 11 with software version 3.5.1.1063. It was reported that the low glucose alarm failed to sound, was unable to obtain readings and receive glucose alarms. As a result, customer experienced "lost muscle control" and was unable to self-treat. Customer had contact with a non-healthcare professional third-party (husband) who provided "3 glucose tablet 50grams fast acting carbohydrates" as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.